Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user¿s dexcom g6 sensor had expired during sleep, leading to a loss of cgm readings and a subsequent high blood glucose event, with a reported capillary glucose of 568 mg/dl; the user required assistance to activate a new sensor and planned a manual insulin injection while disconnecting from the ilet for an x-ray. Symptoms included thirst and dry mouth. Outcomes included user self-management without medical intervention or hospitalization. Investigation included troubleshooting and education for sensor replacement and high glucose management, as well as assessment of cgm alert behavior. Investigation of this case revealed that the expired cgm sensor and a reported pairing failure were associated with loss of glucose data, which contributed to unmanaged hyperglycemia until backup therapy could be initiated; the device was not reported to malfunction beyond the expired sensor and pairing issue, and the ilet was to be disconnected for imaging. It was concluded, based on previously established findings for similar reports, that user-related circumstances and sensor expiration most likely caused the event.